Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.multiple attempts were made to follow up with customer. No further information was provided.the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Tandem technical support (cts) was unable to obtain if the customer's blood glucose was impacted prior to the call dropping. Cts called customer back and the customer stated that their blood glucose was low yesterday and today prior to another call drop. Cold insulin had been used.